Manufacturer narrative:
Correction: return date: the pcba board was returned to the manufacturer for analysis. Analysis found that the power resistor on the board was electrically over-stressed. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional system service was received, and no failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the fuse and power factor controller (pfc) the system began functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was able boot up and to be moved to the lab for demo. When the mobile view station (mvs) umbilical cord was plugged into the image acquisition system (ias) with line power, there was a pop sound and a burnt smell. The ias batteries was unable to charge. The ias green led did not light up and the batteries indicators were not scrolling. Las was not able to fire x-ray even though pendant show the 2d x-ray is ready. From the remote desktop, generator showed not ready and error 25. No patient present.